Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. The firing knob was properly attached to the stapler. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during colon surgery, the surgeon clamped the tissue, however the firing knob was detached from the stapler. The nurse placed the knob again to the original position by force ,however they stopped using the device. Replaced by new device ,the procedure was completed with no problem. The status of the patient is alive with no problem.